Event description:
It was reported that a patient underwent a hysterectomy on (B)(6) 2013. During the procedure, the device would not rotate the blade when it was activated. The procedure was completed using a different device. There were no adverse patient consequences.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
In addition, a review of the device manufacturing records was conducted and the device met all finished goods release criteria.